Event description:
It was reported that the staff from the renal unit reported the nextstep catheters appear to have a leak back into the pigtail and the pigtail clamps do not hold the tubes as securely, or as well as, the cannon catheters. They also found that the blood sometimes leaks right back and out at the caps. (B)(6) has asked that they check to make sure the caps are securely in place before use, but they claim the issue is that the cannon pigtails are superior to the nextstep pigtails. The customer also stated that due to the leak issue, the venous port especially clots up before dialysis can take place two hours after insertion. The surgeon and renal unit are using the heparin lock according to protocol. The catheter was removed and replaced due to the clotting of the venous port shortly after insertion. The insertion site was the right internal jugular vein. The pt went to dialysis after the new catheter was placed and there were no reported pt complications as a result of this occurrence. Add'l info received from (B)(6) on 07/15/2010, stated "we do not have the info regarding the product number or lot number available, the patients do not get a pt card with the relevant info and we all know that it is a nextstep, that is written on the hub. Patients are done at one facility and dialyzed at another dialysis unit, hence, the lack of proper record in these cases."

Manufacturer narrative:
Sample will not be returned for eval.